Event description:
The following was reported by the patient: ni/ni/1997- patient underwent implant of bard flat mesh. Ni/ni/ni- the patient reports the mesh did not peritonealize and was found "disturbing her bowel and colon". Ni/ni/2000- the patient was implanted with a bard soft mesh and a second bard flat mesh. The patient alleges she has been in chronic pain management since 2000. The patient reported she has been disabled since 2004.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient reported undergoing implant of three bard meshes. The second bard flat mesh was implanted in 2000 and was not reported to be explanted. The patient reports continued pain and undergoing chronic pain management since 2000. Product identifiers were not provided, therefore, a manufacturing review is not possible. Additionally, medical records have not been provided. Without additional information, no conclusion can be drawn. See MDR 121643-2012-00151 for information related to the bard flat mesh implanted in 1997. See MDR 1213643-2012-00152 for information related to the bard soft mesh implanted in 2000.